Event description:
It was reported that while using a bd nano¿ 2nd gen pen needles 32g x 4mm (100 count), the needle clogged. The following information was provided by the initial reporter: reported needle clog during injection.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using a bd nano¿ 2nd gen pen needles 32g x 4mm (100 count), the needle clogged. The following information was provided by the initial reporter: reported needle clog during injection.